Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
Pr# (B)(4). The customer reported that the device was dropped and it would not power on after that. Due to the age of the device, it will not be returned for investigation.